Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the bent probe could pass verification.

Manufacturer narrative:
Lot number was not available on the date of filing. UDI and manufacture date are based on lot number, and therefore were also unavailable on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the probe was bent. No patient was present at the time of the event.